Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The consolidated ventilator interface board was replaced. No patient information has been provided to date. (B)(4).

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The anesthesia machine was replaced. There was no reported patient injury.